Event description:
As reported by the customer for this event, during a therapeutic gynecological procedure three devices had their jaw broken and the broken pieces fell into the patient. The broken pieces of all the three devices were successfully retrieved from the patient. There was no harm or adverse impact to the patient and no post-operative issues. The procedure was completed with another similar device. There appeared to be no obvious reason for the breakage. There was no added pressure on the jaw of the devices, nor did the device come in contact with metal or other material.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. There are three failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and has normal wear with metal exposed. The distal end of the device was inspected under a microscope and found the probe detached; missing portion is not returned. The probe contacted to non-insulated part of the jaw. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. The switches were checked and found that both switches are functional. The wiper had no movement due to tissue build up. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.